Event description:
Reported due to device break requiring surgical procedure. The physician attempted an arteriotomy closure with the prostar xl 8 french device following an interventional procedure. Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "eight (8) mm." Site was confirmed to be in the common femoral artery and the condition of the vessel was described as being, "without any problem." Also, there was no scar tissue present at the site of the groin. Reportedly, the device was inserted without any issues. There was no "blood reflux" so fluoroscopy was performed and they saw that the device was "broken just under the hub." Cardiovascular surgeons retrieved the broken piece of device by "cutting the patient's skin, holding the broken part with splinter forceps and then they retrieved it." Hemostasis was achieved by suturing the artery. This event did not prolong the patient's hospitalization, and at last report, the patient was "doing well." Although requested, no additional patient information was provided.